Event description:
Employee stuck with contaminated (blood) needle as retractable needle did not stay retracted. IV started by employee & needle retracted as product designed to do. Click of needle into the retractable cartridge heard. However, when used needle picked up to place in disposal container, needle no longer retracted & employee sustained puncture. MFR notified 11-26-97.